Event description:
It was reported that the system 9800 was found to intermittently reinitialize and to have poor image quality and the monitor image would go dim making interpretation difficult. There was no adverse pt involvement reported. There was no pt info reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. It was determined that the control panel processor, and control panel processor I/c circuit boards were found to be defective and were replaced. The software was reloaded and defaults for various monitor setting were reset to more optimal values. The system was tested and found to be working as intended and placed back into service.